Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was performed. The patient will be further monitored. There were no patient consequences.